Manufacturer narrative:
Device evaluation: product evaluation found the lens returned in liquid in a lens case/vial. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Additional information received: the lens was explanted on (B)(6) 2018 and exchanged for 12.6 vticm5_12.6, -2.00/+1.00/73 (sphere/cylinder/axis), implantable collamer lens. This exchange resolved the problem. Doctor and patient are happy and satisfied with the results. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a vicm5_13.2, -2.75 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. Refractive surprise was noticed. The lens remains implanted in the eye. It was reported that this eye had a lvc (laser vision correction) 15 years ago. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4)